Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check test has been confirmed during evaluation of the received problem description and service report. Log files were not provided. Further investigation was performed on-site by our field service engineer (fse) who found out that control pc board and pressure transducer pc board were faulty and required replacement. Pc boards were replaced but not returned for further evaluation. Since the replaced part was not returned for investigation, the root cause of the communication error has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).